Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room on (B)(6) 2018 due to a blood glucose value of 797 mg/dl at the time of the incident. The customer also reported that they had blood glucose over 600 mg/dl and 516 mg/dl. The customer stated he woke up with a high blood glucose value and took insulin and was still high so he went to the emergency room. No further information was given. Nothing will be replaced or returned.